Manufacturer narrative:
Unit passed displacement test, rewind and basic occlusion test. Unit was unable to prime during prime/a33 test due to faulty. Unit received stuck in motor error during bolus/basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. Unit received with cracked reservoir tube lip, minor scratched display window, scratched reservoir tube window and missing end cap sticker.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed motor error. The customer's mother stated during the reservoir change, insulin pump alarmed motor error. Assisted customer with clearing the motor error alarm, after clearing the alarm and resetting insulin pump continued alarming. Troubleshooting was performed. The insulin pump was not exposed to an MRI or strong magnetic field. Customer doesn't use the sensor feature. Customer stated they are able to complete the rewind sequence. Customer was advised to discontinue use of the insulin pump, revert to back up plan, and insulin pump needs to be replaced. The customer's blood glucose was unknown. Customer agreed to return the insulin pump for further analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind and basic occlusion test. The insulin pump was unable to prime during prime test due to faulty force sensor. The insulin pump was stuck in motor error during bolus/basal delivery. The motor was rested outside of the insulin pump and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. The insulin pump was received with a cracked reservoir tube lip, minor scratches on display window, scratched reservoir tube window and missing end cap sticker.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed motor error. The customer's mother stated during the reservoir change, insulin pump alarmed motor error. Assisted customer with clearing the motor error alarm, after clearing the alarm and resetting insulin pump continued alarming. Troubleshooting was performed. The insulin pump was not exposed to an MRI or strong magnetic field. Customer doesn't use the sensor feature. Customer stated they are able to complete the rewind sequence. Customer was advised to discontinue use of the insulin pump, revert to back up plan, and insulin pump needs to be replaced. The customer's blood glucose was unknown. Customer agreed to return the insulin pump for further analysis.